Manufacturer narrative:
.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized with a low blood glucose level of 53 mg/dl. The customer stated the blood sugar dropped low and passed out. The customer was treated with intravenous and insulin pump. She was treated with antibiotics for uti. The customer was wearing the insulin pump at the time of hospitalization. Customer¿s blood glucose level was 147 mg/dl at the time of call. The customer also reported having signal problems with the sensor. Customer was advised it could be the connection issue or radio frequency was not established. The customer mentioned the insulin pump got damaged when she fell. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The product will be returned for analysis.